Event description:
On (B)(6), 2010 the lay user/patient in (B)(6) contacted lifescan to report the one touch ultra 2 meter would not power on. The sr. Medical surveillance specialist was able to classify the complaint based on the information originally provided. On (B)(6), 2010 at 3:30 pm the patient noted the reported meter would not power on; he was unable to obtain a blood glucose reading. The patient manages his diabetes with insulin. On (B)(6), 2010 the patient experienced the symptom of shaking. He did not seek any medical attention or treatment. The patient then was able to borrow a backup meter for glucose testing. Troubleshooting revealed the patient's test strips were correct but were also expired, and that the patient had not replaced the meter's battery as recommended by the manufacturer. The issue was not resolved, as the patient did not have a new replacement battery available. The meter and test strips were replaced. The patient had not replaced the meter's battery as recommended. The patient allegedly suffered symptoms suggesting severe hypoglycemia after he was unable to test his blood glucose levels due to the meter power issue. Therefore this complaint is being reported.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report; 510(k) # is k053529.